Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The analysis found that one pse60a device was returned in good visual condition. Two cartridge reloads were returned for analysis. Cartridges (b, c), ecr60d, were received fully fired, m5343y and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the clamped tissue was slipped forward at the 3rd firing on the stomach. After the 3rd firing, the existing staple lines of the target tissue seemed not to be three lines. The cartridge was gold. Another competitive device was used to complete the case. There were no adverse consequences to the patient.